Manufacturer narrative:
A getinge field service engineer (fse) found that wires on monitor end connector of interface cable were loosely connected. Also, found that one of the contact got rusted. Currently cables is working satisfactorily when checked but recommended user to change the connector if problem repeats in future.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by customer, the cs100 intra-aortic balloon pump (iabp) interface cable is not working. There was no patient involvement.